Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump is underdelivering insulin. Customer tested the insulin pump and saw a few drops, she does not feel the insulin pump is delivering properly. No alarms given. Customer blood glucose reading is 280 mg/dl. Customer is experiencing slightly blurred vision and light headiness. Time and date are correct. Programming is correct. Nothing further reported.